Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart after inserting a new battery. Customer's blood glucose at time of incident was unknown. The alarm was explained to the customer. The customer advised that the alarm come after every battery change and resets everything. The customer is not satisfied. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No unexpected a21 alarm or a17 alarm noted during our testing. The insulin pump passed a21 error test and self test. No unexpected pump restarts or reset time and date anomaly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.